Event description:
There was an allegation of questionable triglyceride results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 4.150 g/l, and the repeated result was 0.770 g/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.